Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device serial number (B)(4) was previously submitted on a summary report related to a still in use retrospective review. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Additional information received indicated the patient died due to complications of a right subdural hematoma, complications of therapy for intraventricular hemorrhage, complications of bilateral subarachnoid hemorrhages following ruptured basilar artery aneurysm and atherosclerotic cerebrovascular disease. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device (B)(4) was previously submitted on a summary report related to a still in use retrospective review. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
The lead was returned to the manufacturer from a funeral home following the patient death. The cause of death has been requested and not received.